Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with a low glucose event after an infusion site change while using the ilet system; the device alerted to low and later high glucose, and the user treated the low with food rather than fast-acting carbohydrates, after which glucose rose to a peak of about 285 mg/dl before trending down to approximately 260 mg/dl and later stabilized. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of available device data and case follow-ups. Investigation of this case revealed no device malfunction or component failure, and the event was associated with user management of the low using slower-acting carbohydrates, with the underlying cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.